Manufacturer narrative:
Investigation results of handle cannula detached. Investigation results: visual evaluation of the returned product found the handle cannula detached and the torque marks in the incorrect position near the cannula edge. Further evaluation noted that 4mm of wire was exposed at the end of the cannula. The complaint is confirmed, the device was inoperable due to the handle cannula being detached. The handle cannulas torque marks were in an incorrect position; evidence that it was not properly assembled during manufacturing. An investigation is in place to address this issue. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used during a procedure performed on (B)(6) 2014. According to the complainant, the snare handle was ¿mismatched¿. Attempts to obtain more additional information regarding the circumstances surrounding this event were unsuccessful. Investigation results revealed the handle cannula detached, therefore, this is now an MDR reportable event.